Event description:
It was reported that the user awoke to an occlusion alert while using a cartridge and infusion set site and noted hyperglycemia, confirmed by a capillary blood glucose reading of approximately 400 mg/dl, after which they administered a 12-unit subcutaneous insulin injection and performed a dry run on the ilet with instructions to replace supplies after a two-hour wait. Symptoms included thirst without other reported symptoms of diabetic ketoacidosis or hypoglycemia. Outcomes included transient hyperglycemia without hospitalization or medical intervention beyond self-injection and planned infusion set and cartridge change. Investigation included customer support troubleshooting, review of use conditions, and guidance on infusion set and cartridge replacement. Investigation of this case revealed an occlusion alert with unclear root cause, with potential involvement of the infusion set or cartridge, and no recurrent alarms reported after the dry run. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.